Event description:
On (B)(6) 2007, it was reported to baxa that a pt receiving tpn therapy reported that their tpn bags were incorrect. It was determined that the ordered pump was for a different pt; however, the receiving pt's info was reported on the label of the bag. The error was identified by the pt and the bags were not infused. No injury, illness, medical intervention, lab tests, or additional monitoring were required.

Manufacturer narrative:
A review of the customer's software was conducted in order to investigate the root cause of this issue, during the investigation, it was determined that there was no event log available from the one of the workstation (pc) that had abacus calculating software installed; this event log could not be obtained from the customer. When reviewing the available customer abacus database, event logs and other received documentation, no unusual or odd behavior was noted. Using the info obtained from the customer several performance tests were conducted to try and reproduce the reported issue. The tests' results showed that abacus functioned as designed; the reported complaint could not be confirmed. In the abacus calculation software, there are safety features that are resident in the software in order to mitigate the potential of a order being incorrect, for example, during electronic order verification, a second person verification step can be applied before the order is completed. This setting was not employed, thereby by-passing the electronic verification of each order. The verification label along with the associated documentation that is produced with the order of the tpn bag clearly indicate the ingredients and volume within the tpn solution pharmacist verification of the tpn bag failed to identify the incorrect volume. A review of the complaint database shows that this is the only reported incident of this type since the release of abacus. After a thorough investigation, no conclusions can be drawn on this incident.